Event description:
Boston scientific received information that four days post implant, noise/oversensing with high out of range pacing impedances measurements, were observed with this lead right atrial lead. The physician suspected a loose pin (connection anomaly) and consequently, reprogrammed the associated device to vvi. No adverse patient effects reported due to the lose of atrial therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.